Event description:
Upon receipt of additional information regarding the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under manufacturing report number (B)(4).

Manufacturer narrative:
Upon receipt of additional information regarding the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under manufacturing report number (B)(4).

Manufacturer narrative:
(B)(4). D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. D10: additional associated products. Unk nexgen option legacy lps posterior stabilised femoral lot# unk. Unk 10mm polyethylene lot# unk. G2: great britain. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by patient legal counsel that the patient underwent revision surgery due to ongoing pain, aseptic loosening and tilting of tibial component approximately four years four months post implantation.